Event description:
It was reported that during a wound closure procedure, the device fired heavy, disalignment in the suture. There was no reported pt consequence and case was completed with same like product.